Event description:
During a follow-up, after interrogating the device and saving the follow-up data, it was reportedly observed that most of the diagnosis data were missing, including arrhythmia episodes.

Event description:
During a follow-up, after interrogating the device and saving the follow-up data, it was reportedly observed that most of the diagnosis data were missing, including arrhythmia episodes.